Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 56.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 5max ace was kinked. This type of damage typically occurs due to improper handling during preparation. If the device is handled with force during preparation, damage such as a kink may occur. Penumbra catheters are visually inspected during in-process inspection and by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff inadvertently kinked a penumbra system 5max ace reperfusion catheter (5max ace). It was noted that the 5max ace came out the packaging in good condition. The kinking of the 5max ace occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new 5max ace.